Event description:
It was reported that there was a power-on-reset (por) condition due to potential exposure to cautery following a procedure last week. The patient had not had stimulation since the procedure. The ins was successfully cleared and the programming was present. Stimulation was turned on with the patient programmer and was working.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va09wps, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).